Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. As impella was started, lv waveform did not appear. Motor current appropriate, ao placement signal appropriate, flows appropriate. No evidence of waveforms being disabled. Procedure continued until pt weaned off for closure. The pump was not returned. Data logs were not recovered. The cause of the optical signal issue was not determined since product was not returned, data logs were not recovered, and insufficient clinical details. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had a cp pump placed to support a patient. The pump was placed and was supporting with placement signal loss. The pump remained on for the 90minutes and was then explanted. No patient harm reported.